Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of investigation, the most presumable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited error e103 (ignition error) due to which lamp does not ignite because of faulty igniter and the output connector was worn and the connection was tight. There was no patient involvement.